Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.6b, h.6.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: crease fold, wear abrasion, white particles inner the shell and opening on posterior. Leak test and microscopic analysis was performed which identified: crease smooth opening on posterior, crease sharp opening on anterior and observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: an opening crease smooth on posterior assessed as fold flaw opening. An opening crease sharp on anterior assessed as fold flaw opening.

Event description:
Additional event of "particles in valve".

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: left side "rupture".

Event description:
Healthcare professional reported left side "rupture". Device remains implanted.